Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for does not attach/detach & bending during use npe on lot # 8339725. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has been found experiencing difficulty attaching during use. The following has been provided by the initial reporter: it was reported that the consumer found three pen needles that would not attach to the pen. At a unknown date consumer reported needle to bent after placement. Verbatim: issue(s): found 3 from this box that would not attach to the pen yesterday. Lot #: 8339725, item #: 320122, date of event: (B)(6) 2019. Issue(s): found pen needles from this box with non patient ends to be bent after placement lot #: 8339725, item #: 320122, date of event: unknown. Unknown amount. Discard all samples. Reviewed with consumer over the phone proper placement onto the pen. She has also mentioned found the non patient end to be bent after placement onto her pen. Changed the needle then it works most times with the 2nd pen needle. The one from last night took 3 pen needles.